Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Event description:
The patient expired during their prescribed zio at wear period. Follow-up with the account revealed the patient experienced a fall and sustained a severe head injury and subsequently expired. No further information was provided.